Event description:
It was reported that a patient underwent a ptca with a cutting balloon to the right coronary artery for in-stent re-stenosis. An attempt to deploy an angio-seal device was unsuccessful, and the pt experienced persistent bleeding from the right groin at the arteriotomy site. Following exploration and repair of the right common femoral artery, the pt was in good condition and was discharged the following day. The vascular surgeon stated that the patient's scar tissue from a previous angioplasty one year prior may have contributed to the problem.